Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported intraoperative type iiib endoleak of the bifurcated device. The event is most likely user-related due to the following indications outside use for afx2: non-concomitant use of non-endologix stents prior to implantation of the afx2 device, the off-label right-side iliac artery anatomy (diameter is 23.8mm, whereas IFU requires 10-23mm), and the absence of an abdominal aneurysm with the presence of aneurysms only in the thoracic and right iliac areas. Procedure-related harms for this event could not be determined, and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for a thoracic and right-side iliac aneurysms with the afx2 abdominal aortic aneurysm stent and gore (non-endologix) stent grafts (off-label use). During the initial implant procedure, an endoleak was observed and a pinhole leak (type iiib endoleak) was suspected on the afx2 bifurcated device. A second bifurcated device was added and the leak was resolved. As of date, there have been no additional patient sequelae reported.